Event description:
It was reported that, "the surgeon broached to a size 11 stem. Broach was fully seated to the osteotomy level. The broach was removed. A size 11 stem was introduced and subsided 4mm. The stem was removed to check for fractures. No fractures were found. A size 12 broach was introduced partially and a size 12 stem was implanted and sat 2mm below the osteotomy level. Surgeon is concerned about the correlation between the broaches and the real implant."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2011-00268.